Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a blistering skin reaction on her abdomen under and all around the sensor adhesive. Patient described the skin reaction as being red, itchy, blistering and burning. Sensor was inserted at the abdomen on (B)(6) 2015 and reaction occurred on (B)(6) 2015. Patient stated that she went to a dermatologist on (B)(6) 2015 for medical intervention. Patient states that she was diagnosed with contact dermatitis from the sensor adhesive. Additionally, patient states that the dermatologist advised her to stop use of sensor's adhesive. Patient is being treated with over the counter flonase, and prescription betamethasone steroid cream. At the time of contact, the patient reported that the skin reaction is healing. No additional event or patient information is available.